Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: addr01 ipg implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds. Changes in threshold were observed with patient movement and position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.